Event description:
Leads became unseated in the ipg header causing high impedances. On 21-nov-2025 we unlocked the ipg header, and reseated the leads to achieve good impedances on all 16 electrodes. Leads and device remain implanted.